Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, information not provided. Catalog number: partial catalog number provided as no lot number was provided. Lot number: unknown/not provided. Expiration date: unknown since lot number not provided. UDI number: unknown since lot number not provided. Implant date (2021 reports): if implanted; give date: n/a (not applicable). The healon endocoat is not an implantable device. Explant date (2021 reports): if explanted; give date: n/a (not applicable). The healon endocoat is not an implantable device. Device manufacture date: unknown since lot number not provided. (B)(6). The healon endocoat product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that at the beginning of the case the physician aspirated a bit of the endocoat near the lens where he was about to start sculpting. During the procedure the physician deployed a malyugin ring in the patient's eye without incident but the chamber shallowed a bit and extra endocoat was inserted. Within 2 to 3 passes of the phaco the physician noticed it was not getting much cutting and stop. By this point there was thermal effect to the wound which was gapping. He withdrew the tip and irrigated it and started again and it did cut. The aspiration line was properly attached. Later in the procedure the capsule breach and vitrectomy was performed. Lens was implanted in the sulcus and the wound required several sutures and was difficult to close. This report is for the endocoat. A report is being submitted for the handpiece.